Event description:
Pump was flowed too fast. Should have infused for about 48 hours, but was empty at 24 hours. Bolus was used. Uses arrow catheters. No leakage found. Used carrying pouch in the bed next to the patient. Fill volume 400ml, saf is 7ml. Pump may have been a 600ml pump, not cb005. Facility cannot confirm type of pump, lot number, or fill volume. No patient harm occurred.

Manufacturer narrative:
The information contained herein is based on the information provided by the initial reporter. No sample was available for evaluation and investigation. Without the actual product, part or lot number, a complete analysis cannot be conducted. The facility could not confirm the type of pump, lot number, or fill volume of pump. Inservicing has been conducted throughout the facility to better educate the users on this product. If additional information that is pertinent to this event becomes available, I-flow will reopen the complaint.